Event description:
The customer observed falsely decreased sodium results generated on the architect c4000 processing module for three patients. The following data was provided: customer¿s reference range for sodium: 136.0 to 145.0 mmol/l patient 1: (B)(6) 2024 sid (B)(6) sodium result = <100 mmol/l; repeat result = 115.1 mmol/l ; repeat result (c402534) = 136 mmol/l; repeat result (c402562) = 136 mmol/l. Patient 2: (B)(6) 2024 initial sodium result = 102.7 mmol/l; repeat result (c402534) = 139.3 mmol/l; repeat result (c402562) = 139.2 mmol/l. Patient 3: (B)(6) 2024 initial sodium result = 108.6 mmol/l; repeat result (c402534) = 140.5 mmol/l; repeat result (c402562) = 138.8 mmol/l; there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sid (B)(6) for patient 1; patient 2 (sid not available); patient 3 (sid not available). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated on the architect c4000 processing module for three patients. The following data was provided: customer¿s reference range for sodium: 136.0 to 145.0 mmol/l. Patient 1: (B)(6) 2024 sid (B)(6) sodium result = <100 mmol/l; repeat result = 115.1 mmol/l. Repeat result ((B)(6)) = 136 mmol/l. Repeat result ((B)(6)) = 136 mmol/l. Patient 2: (B)(6) 2024 initial sodium result = 102.7 mmol/l. Repeat result ((B)(6)) = 139.3 mmol/l. Repeat result ((B)(6)) = 139.2 mmol/l patient 3: (B)(6) 2024 initial sodium result = 108.6 mmol/l repeat result ((B)(6)) = 140.5 mmol/l repeat result ((B)(6)) = 138.8 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found a clogged tubing from the ict module to ict aspiration pump 11 nc. The part was replaced and the issue was resolved. An instrument service history was reviewed for (B)(6) and revealed one additional service ticket associated with discrepant/erratic patient results. As a result, a trending review of the nozzle c4 #1, #4, #5 was also added. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the architect c4000, ict module to ict aspiration pump 11 nc tubing and the nozzle c4 #1, #4, #5 did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6) or the ict module to ict aspiration pump 11 nc tubing and the nozzle c4 #1, #4, #5 were identified.